Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable, lens remains implanted . (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
In a clinical research study case, at 1-month post-operative visit, the subject reported of being very bothered by halos and starbursts and having a lot of difficulty with night driving. The best-corrected visual acuity (bcva) for both eyes were reported to be 20/20. It was indicated that the procedure was completed successfully. There were no patient complication and/or related injury reported. On (B)(6) 2020, the patient returned for the 6-month postop visit and reported of being very bothered by halos and starbursts. The patient indicated they do not like to drive at night with the halos so bright, that it is hard to tell exactly what traffic is coming or where it is coming from and that the bright rays make it difficult to drive safely in night traffic. The surgeon determined that the visual symptoms are related to refractive error and not the pre-surgery issues. The lens remains implanted in the patient's eye with no intervention planned. No additional information was provided. Pre-op visual acuity: uncorrected distance visual acuity (ucdva): 20/70 right eye (od), 20/70 left eye(os). Best corrective visual acuity (bcva): 20/25 right eye (od), 20/20 left eye(os). 6-month visual acuity: uncorrected distance visual acuity (ucdva): 20/20 right eye (od), 20/25 left eye(os). Best corrective visual acuity (bcva): 20/20 right eye (od), 20/20 left eye (os). The patient had bilateral lenses implanted. This report is for the patient's right eye (od). A separate report will be filed for the patient's left eye (os).